Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap choley procedure, there were clip formation issues with the device. Another device was used to complete the procedure. There was no patient consequence.